Event description:
It was reported that the stimulation from the implantable neurostimulator (ins) had helped the patient ¿off and on¿ and currently did not help with their pain symptoms. It was noted that the patient fell on (B)(6) 2014 and landed on their bottom and back and needed to turn the ins off but was unable to. The patient was hospitalized for 5 days and was on all kinds of medications/antibiotics because of a high white count which indicated an infection. The patient¿s ins was not used during the hospitalization. The patient stated that they were in really bad pain (¿horrendous¿ in the lower abdomen) and had problems with their bowels after the fall. Their stomach was distended and could not have a bowel movement. It was noted that the ins was implanted for their back and leg pain and not for lower abdominal pain. The patient stated that it felt like their lower abdomen (has fallen¿. However, it was later clarified by the patient they had taken oxycodone and had gotten sick and affected their bowels (was constipated). The patient¿s stimulation was adjusted on (B)(6) 2014 to have it cover the left leg which resolved this issue. The patient was to see their doctor in 3 weeks to have ¿everything¿ checked again. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported that the cause of the lack of effect was not determined. There was more reprogramming and it seemed to help a little. There were no other troubleshooting, interventions, or other actions take to resolve the event. The patient was doing better.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working. The patient¿s charger went completely dead. It was unknown if the patient was getting good coverage before the fall because they had not used their stimulation. The patient noted that since they had been home on (B)(6) their stimulator had been going ¿wacko.¿ (B)(6) was also the day their staples were taken out. The patient was experiencing body pain in the middle of their spine where the lead wire was implanted. Their lead was implanted between t8 and t10. The patient noted that this pain started on (B)(6) 2015. The patient told their doctor about this pain. The patient was also unable to adjust their stimulation and was not getting good results from their therapy. The patient noted that their trial was fantastic and they had no pain. The implant was not helping their pain and they had stimulation in the wrong location. It was sending stimulation into their legs and lower right abdomen. They did not have any coverage in their spine where their pain was worse. The patient had pain in their abdomen area but every time they got their device reprogrammed it was going into their legs and abdomen area. At one point it felt like the patient¿s left leg was numb when they turned their stimulation on or off. The patient turned their device off for 4 or 5 hours and the feeling remained. The patient also had internal swelling and had been experiencing severe abdominal cramps since the implant. The patient was unable to eat and they had a CT scan of their gallbladder and appendix. The patient met with a manufacturer representative to charge their device and turn their stimulation back on. X-rays and a CT scan had been performed and the lead and location all looked good. Exhaustive programming had been tried but the issue had not resolved. The impedances all looked good and were in the 800 to 900 ohms range. The patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of (B)(6) 2015 was noted.

Manufacturer narrative:
(B)(4).